Manufacturer narrative:
Visual examination of the driver tip shows that its material was twisted significantly prior to breakage. A review of the device history records found no discrepancies. Instrument tip should be inspected prior to use for signs of wear. Root cause appears to be the use of excessive force. Caution should be taken not to over-torque the instrument during final tightening.

Event description:
Contact reported that the tip of the mountaineer driver broke off during tightening. Tip could not be removed and was left in the hex head. As an unintended portion of the device was left in the body, an MDR is being filed to document this event.